Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported information. The first report of two involving a 1104hm microventricular bolt icp monitoring kit. It was reported that a 1104hm microventricular bolt icp (intracranial pressure) monitoring kit malfunctioned.

Manufacturer narrative:
Integra has completed their internal investigation 07/08/2015. Results: the customer complaint "no catheter connected" could not be duplicated. The customer reported lot number (B)(4). It is the serial number. It is belonged to lot 305000322354, mfg date on january 6, 2015, will be expired december 31, 2017. A review of batch history record indicates that the catheter met requirements before released to finished goods. Complaint history, model 110-4xx, from june 2014 through may 2015 reviewed, there were nine other complaints that issued with complaint code perf032, and one of them was confirmed. The number of units, model 110-4xxx, (B)(4) may-2014 through aprril-2015 divided by the number of confirmed reports (01) and multiplied by 100 results in a failure rate percentage (B)(4). Conclusion: the reported customer complaint is not verified. The catheter was connected to a test monitor and after a self-checked delay, the monitor displayed an initial reading and the catheter was zeroed, functionally tested and it met all functional test criteria.

Event description:
This is the first report of two involving a 1104 hm microventricular icp (intracranial pressure) monitor kit that malfunctioned. The event was described as follows; "the ventricular catheter was never inserted into the cranium. The physician could not get camino to "recognize catheter" to zero it. When the question was asked, "did the patient incur and injury as a result of this event?" The nurse answered, "icp catheter was never inserted into patient." The integra lifesciences representative examined the machine and was able to use her test catheter and the machine was able to recognize. Both catheters that the physician could not zero were reattached to the camino cable and both at that time were recognized when reattached to camino. Call placed to clinical support conclusion was probably cable was not fully connected to camino machine, therefore it was unable to recognize icp catheter.